Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level and insulin pump had stuck button alarm. Customer's blood glucose value was 44 mg/dl at the time of the incident. The customer was assisted with troubleshooting and declined for low blood glucose. Customer stated they did not press a button down for 3 minutes or longer. The insulin pump was not exposed to a change in altitude. It was unknown if the insulin pump was on auto mode at the time of the incident. The device will be returned for analysis.

Manufacturer narrative:
Device received with unresponsive buttons due to corroded keypad trace. Unable to perform displacement test, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, or self test due to unresponsive keypad.